Event description:
This lead was attempted to be implanted on (B)(6) 2012. It was not used due to an unknown product performance issue. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).